Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04044. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent mesh removal and abdominal sacrocolpopexy on (B)(6) 2012 due to pelvic organ prolapse. It was reported that the patient underwent sling revision/excision from left/right lateral sulcus and from under urethra and on (B)(6) 2013. It was reported that the patient underwent cystoscopy with hydrodistention on (B)(6) 2014 due to urinary incontinence and interstitial cystitis. It was reported that the patient underwent bilateral sacrospinous ligament suspension with a vaginal/paravaginal repair, enterocele repair, and posterior repair and perineorrhaphy on (B)(6) 2014. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04044. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04044. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and scarring.